Event description:
It is reported that upon opening the package, it was discovered that the package was empty.

Manufacturer narrative:
Eval: no product was returned. Review of the device history records did not find any deviations or anomalies. The remaining pieces in inventory were found to contain the centralizer. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. (B)(4). Total # of events: 4. Event type: malfunction. Reason for exemption: this MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.